Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) associated with this complaint and completed its investigation. Failure analysis (fa) confirmed and replicated the issue during testing. The primary failure was found to be a broken pitch cable which was related to the customer reported complaint. The fa found the pch to have a broken pitch cable at the distal clevis hub, and the broken cable segment that contains the crimp was still installed into the clevis. Fa noted that pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Fa concluded that the root cause of this failure was attributed to a component failure. A review of the logs confirmed that this instrument was used on 5/24/2022 on system sk0414 for a myomectomy procedure. The instrument had 4 remaining uses following this procedure. This complaint is considered a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery hook instrument's monopolar function was not working. The permanent cautery hook is intended to be used with the da vinci system for precise dissection and division of tissue with monopolar cautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). The procedure was completed with no reported injury.